Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 39 (motor current error detected). The customer reported insulin flow blocked alarm during therapy. The customer is requesting assistance with entering auto basal. The customer stated the pump was not exposed to a high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, and mmt-1884. Troubleshooting was not performed for the auto mode. Troubleshooting was performed for the insulin flow blocked alarm, and it's a current event. Troubleshooting was performed for the ipump error, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the self test; it failed rewind test returning a pump error 39. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests and unable to confirm / not confirm insulin flow blocked alarms due to the recurring pump error 39. Thump software was utilized and uploaded trace/history files properly. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. A known good motor was plugged into the original boards/case, and the motor was able to rewind completely. Next the original motor was plugged back into known good boards/case, and the motor returned a pump error 39 during rewind. Did not note any cracks or disconnects in either the motor or force sensor flex cables. In summary, the customer¿s report of pump error 39s was confirmed but that of insulin flow blocked alarms was unable to be confirmed during testing. The pump error 39 was isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.